Event description:
It was reported that the sheath introducer had been inserted in the o.r. In 2001. Post-op, the pt was transferred to the telemetry unit where later that day, the sideport/hemostasis valve became disconnected from the introducer hub. Due to the inadvertent disconnect, the pt reportedly exsanguinated and expired.